Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose (bg) level was "high" per continuous glucose monitor readings due needing settings adjustments in addition to the time issue. High bg was addressed with a correction bolus via the pump. During troubleshooting with tandem technical support, the customer corrected the time, adjusted settings, and resumed insulin therapy.